Event description:
Event description guidant received information that this atrial lead had impedance measurements of greater than 2500 ohms, at a follow-up appontment. The patient was programmed to vvir, ventricluar pacing and sensing, due to having an intrinsic rhythm of chronic atrial fibrillation, and does not require atrial pacing or sensing. The physician was unsure if the lead was damaged or not. No adverse patient effects were reported.